Manufacturer narrative:
Only a portion of the lens was returned down in the well area of the lens case. Solution is dried on the lens. Both haptics are broken in the gusset area (returned). The optic is torn/split/cracked and cut into portions, typical of insertion and removal. A large portion was not returned for evaluation. The returned cut portion of lens has multiple scratches and deep scrape marks. Iol product history records were reviewed and the documentation indicated the product met release criteria. A used cartridge was returned. A small amount viscoelastic was observed in the cartridge. The cartridge does not have evidence that it was placed in a handpiece. The cartridge tip has heavy stress and two parallel aneurysms on the posterior side. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The associated handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The reported optic damage was observed. The returned associated cartridge was also damaged. The root cause for the damage may be related to a failure to follow the dfu. The cartridge did not appear to have adequate viscoelastic. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The cartridge tip has stress lines and two aneurysms beyond the parting line. These two parallel aneurysms have formed on the posterior of the tip along the handpiece plunger travel path. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. In addition, the cartridge did not have evidence it was seated in a handpiece. The lack of this evidence may indicate the cartridge was not properly seat or that an unqualified handpiece was used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing assistant reported that an intraocular lens iol) was noted to be scratched after implantation. The iol was removed and a new lens was implanted during the initial procedure.